Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. No motor error alarm was noted. The motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 282 mg/dl. The customer's mother stated that she gave her son a bolus during dinner and the pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.